Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged following confirmation via fluoroscopy. No capture was also noted on the ra lead. Diagnostic testing/troubleshooting was performed and the ra lead was inactivated. No patient complications have been reported as a result of this event.